Manufacturer narrative:
Pt year of birth reported as 1936. Additional product codes: mnh, mni, kwq, kwp. (B)(4). Date of explant: unknown; reported as one week after implantation. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that extension of spondylodesis to the ilium due to adjacent sacrum fracture was needed. In order not to open up the entire existing construct, the surgeon used three side to side connectors on one side. One with two set-screws and two with just one set-screw each. On the other side the rod was long enough to attach the ilium connector directly to the rod. About one week after surgery the patient had a routine x-ray where the detachment of all three (3) connectors was visible. The patient underwent a revision surgery where the additional rod and the connectors were removed and a longer rod was used to bridge and fix the sacrum fracture. So far the patient is fine now. Concomitant medical products: rod (part/lot unknown, quantity 1). This is report 2 of 3 for (B)(4).